Event description:
A male patient underwent aaa repair in 2009. The proximal neck was angled more then 60 degrees to the long axis of the aneurysm. There were two angles in the proximal neck, one was 95 degrees, and the other was 96 degrees. The procedure was conducted as labeled. The patient visited the facility for a follow-up one week later and complained of claudification. Palpation and CT images confirmed a thrombotic obstruction in the right iliac leg graft. Thirteen days later, the thrombosis was removed using a balloon and 2 stents of another manufacturer (14mm) were placed in a "kissing" fashion above the bifurcation. The blood flow in the right iliac arteries was maintained from collateral vessels even after the obstruction occurred. The status of the patient at this time is unknown.

Manufacturer narrative:
Event evaluation: still under investigation.